Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise and indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Sixty cycle interference (emi) leading to inappropriate shock.

Event description:
It was reported that there was oversensing of 60-cycle noise which was deemed responsible for delivery of an inappropriate shock from the implantable cardioverter defibrillator (ICD). The patient had been in a hot tub before being shocked. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.